Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted lvad event log file revealed two software resets on 18sep2024, which would be associated with total loss of power and pump stop events. The first software reset appears to be consistent with the driveline disconnect associated with the reported controller exchange. The second software reset appears to be consistent with the driveline disconnect captured in the backup system controller event log file at 11:34, following the controller exchange. A specific cause for this driveline disconnect could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller exchange was performed due to a broken pin on the patient power cable and primary controller by a person at the patient's nursing home. Log files were submitted for review and captured the data following a controller swap. Initially, the pump was connected/disconnected until it was fully reconnected to the backup system controller. The driveline was momentarily disconnected from the backup controller where the pump was off for approximately 5 seconds 11:43:33am thru 11:43:37am. The driveline was reconnected to the controller at 11:43:37am. Log files for the primary system controller were also submitted, and the event log displayed driveline disconnect alarms at 11:45:12 am on 18sep2024 where it appeared that the driveline was disconnected from the system controller due to a system controller exchange.